Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-41- dead battery. (B)(4). Note: manufacturer contacted customer in a follow-up calls in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call back on (B)(6) 2017. Later on (B)(6) 2017 at call back, the customer stated her condition had improved but that she still had a headache. Customer stated no medical intervention was needed since the last call. The customer stated that no additional blood tests were performed with the truemetrix air meter (dead meter). Unable to contact the customer via telephone at call backs on (B)(6) 2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. The customer stated the meter would not turn on with the dot button or when the strip was placed into the port. During the call on (B)(6) 2017, the customer stated she had a really bad headache and that it was due to her diabetes. During the call on (B)(6) 2017, it was verified that the meter did not turn on by inserting a test strip or by manually pressing the "s" button and that the battery was installed properly. The test strip was inserted correctly and the customer was using the correct test strips. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is one month. The meter memory was not reviewed for previous test result history.